Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the patient passed died. After the first attempt was made and the leadless ipg was recaptured due to elevated thresholds. Clotting was suspected in the delivery system due to difficulty in flushing. The catheter appeared to have thick blood in the delivery system cup. Several flushing to remove blood was done and was successfully prepared for implant. After the delivery system was flushed it was about to be inserted into the introducer. The patient stopped breathing and implant was aborted. The patient was a do not resuscitate and patient was transferred to holding area. The patient passed away.